Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and it was being determined that the helium leak is being produced within specs after the service ticket was placed. A minimum of three (3) gfe's were sent to obtain additional information without any success. Complaint will be moved to the investigation stage and if additional information becomes available it will be processed accordingly.

Event description:
N/a.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) unit began alarming "low helium." The control panel showed 1/2 helium level remaining. The iabp continued to function during the event. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) unit began alarming "low helium." The control panel showed 1/2 helium level remaining. The iabp continued to function during the event.